Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath¿ plus had foreign matter found in the tube. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Three actual samples and one photo were returned for investigation. Clear fm was observed in the returned photo. The samples were subjected to visual inspection. Clear droplets were observed on the catheter of all returned samples. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7324266. The clear droplets from all returned samples were subjected to fourier transform infrared spectroscopy test. The ftir results showed that the spectrum of the clear droplets from all re matched the spectrum of silicone and the catheter lubricant used in the manufacturing facility. Investigation conclusion: clear droplet observed were actually silicone material, contained in the lubricant used during the catheter tubing lubrication process. The catheter lubrication process is part of the manufacturing process and thus silicone presence on the catheter tubing will be inherent.